Event description:
It was reported that the patient attended clinic for a routine follow-up appointment, and indicated hearing beeping tones coming from the related pulse generator (pg). During device interrogation, it was found that the pg had reached elective replacement indicator (eri) as expected. Unexpectedly, it appeared that this this left ventricular (lv) lead had a suspected fracture because it was not capturing on presentation. The patient also indicated that he was experiencing shortness of breath, and that his legs had become more swollen. The lead trend graph showed a change in impedance measurements, which were high and out of range. The lv lead configurations were tested, confirming that the impedances were greater than 2500 ohms, and high capture thresholds were also observed. Since the patient had good underlying rhythm, the physician elected to reprogram device settings. The patient has been scheduled for routine replacement of the related pg; therefore, it is intended that this lead will be replaced at the same time. This lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the patient attended clinic for a routine follow-up appointment, and indicated hearing beeping tones coming from the related pulse generator (pg). During device interrogation, it was found that the pg had reached elective replacement indicator (eri) as expected. Unexpectedly, it appeared that this this left ventricular (lv) lead had a suspected fracture because it was not capturing on presentation. The patient also indicated that he was experiencing shortness of breath, and that his legs had become more swollen. The lead trend graph showed a change in impedance measurements, which were high and out of range. The lv lead configurations were tested, confirming that the impedances were greater than 2500 ohms, and high capture thresholds were also observed. Since the patient had good underlying rhythm, the physician elected to reprogram device settings. The patient has been scheduled for routine replacement of the related pg; therefore, it is intended that this lead will be replaced at the same time. This lead remains implanted and in service. No adverse patient effects were reported. A follow-up email was sent to the field to obtain further information regarding the status of the lead. No further information was able to be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.